Manufacturer narrative:
Complaint confirmed. One unpackaged ar-4500 (no batch indicator present) was received for investigation. Visual inspection identified that both peek implants were returned atop each of the trocars, verifying the allegation that the second implant failed to be implanted. However, each of the associated suture constructs had been cut before the device was received for analysis. As such, further investigation into the alleged suture failure cannot commence. The cause of the event remains undetermined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a arthrex employee via e-mail that an ar-4500, meniscal cinch, second implant failed as the suture fell off the device. This was discovered during use in a meniscus repair on (B)(6) 2021. The case was completed with a new ar-4500.